Event description:
Suspected bowel obstruction. Received a call today from dr.(B)(6) in regards to patient. Patient was admitted to north memorial hospital with a suspected bowl obstruction. Dr. (B)(6) is planning to remove the device tomorrow. Implanted (B)(6) 2024, model 37800 sn: (B)(6), model 4351-35 sn: (B)(6), model: 4351-35 sn: (B)(6). Patient had devices removed due to obstruction and is now doing well. No further action to be taken.